Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause cannot be determined. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned to the service center with a report of equipment obstructed and does not reach the 210º angle. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, blood clotting was found. There was no patient involvement.